Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Post deployment, a type ia endoleak was observed. A palmaz (non-endologix) stent was deployed to treat the type ia; however, it was unsuccessful. The procedure was ended. Post-procedure, partial right limb occlusion was identified. The patient was to be placed on heparin drip overnight with planned reintervention for one day post-procedure. Reintervention was completed. Cutdown was performed on the right femoral artery to control distal embolization. Access was gained bilaterally. A fogarty (non-endologix) balloon was inserted into the limb on the right side and thrombectomy was performed to remove the clot. Sheaths were advanced to the level of the renals. The middle of two (2) 10mm polytetrafluoroethylene (ptfe) covered balloon expandable stents (non-endologix) were successfully placed bilaterally across the origin of the bifurcation of the alto main body and extending proximally to the inferior border of the secondary support ring. The ptfe stents were post-dilated with 12x40 balloons (non-endologix). A third 10mm ptfe-covered balloon expandable stent (non-endologix) was successfully placed across the origin of the right common iliac artery to support the alto main body graft in the tortuosity. The physician stated the tortuosity might have contributed to the flow deficit in the limb leading to the thrombosis. This ptfe stent was post-dilated with a 14x40 balloon (non-endologix). The patient was reported to be recovered post-reintervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Post deployment, a type ia endoleak was observed. A palmaz (non-endologix) stent was deployed to treat the type ia; however, it was unsuccessful. The procedure was ended. Post-procedure, partial right limb occlusion was identified. The patient was to be placed on heparin drip overnight with planned reintervention for one day post-procedure. Reintervention was completed. Cutdown was performed on the right femoral artery to control distal embolization. Access was gained bilaterally. A fogarty (non-endologix) balloon was inserted into the limb on the right side and thrombectomy was performed to remove the clot. Sheaths were advanced to the level of the renals. The middle of two (2) 10mm polytetrafluoroethylene (ptfe) covered balloon expandable stents (non-endologix) were successfully placed bilaterally across the origin of the bifurcation of the alto main body and extending proximally to the inferior border of the secondary support ring. The ptfe stents were post-dilated with 12x40 balloons (non-endologix). A third 10mm ptfe-covered balloon expandable stent (non-endologix) was successfully placed across the origin of the right common iliac artery to support the alto main body graft in the tortuosity. The physician stated the tortuosity might have contributed to the flow deficit in the limb leading to the thrombosis. This ptfe stent was post-dilated with a 14x40 balloon (non-endologix). The patient was reported to be recovered post-reintervention. After the initial report, clinical assessment determined that the reported partial right limb occlusion was confirmed to be right common iliac stenosis.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto, intraoperative type ia endoleak (resolved with palmaz) is confirmed. Additionally, the additional endovascular procedure (reported as a thrombectomy & non endologix kissing stents) is confirmed. The right limb occlusion, however, was confirmed to be a right common iliac (rci) stenosis. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined for the type ia endoleak. A definitive root cause for the rci stenosis could not be determined; however, the rci was tortuous below the bifurcation (90-degree angle to bifurcation) and this could have contributed to the reported stenosis of the rci. The final patient status was reported to be recovered. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.